Event description:
On (B)(6) 2012 the reporter contacted animas alleging a possible cartridge leak. The reporter stated that while she was inspecting the pump, she noted a very strong insulin smell when she removed the cartridge. The reporter stated that the cartridge and the cartridge compartment were dry. There were no reported blood glucose excursions. This complaint is being reported because of the alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.